Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of device history record has been initiated. If any new, changed or correction information is noted, a supplemental medwatch will be submitted. Lab analysis indicates, white particles were observed on the inner surface of the implant. Yellow particle were found on the outer surface of the implant. Creases were observed on the outer surface of the implant. The analysis identified no openings in the implant shell. The event of experiencing "shooting and stabbing pains¿ and ¿suffered bodily injury and resulting pain and suffering, mental anguish, disability, disfigurement, and loss of the capacity for the enjoyment of life [¿]¿ are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Documentation received from a patient representative alleges the patient ¿experiencing shooting and stabbing pains¿ and ¿suffered bodily injury and resulting pain and suffering, mental anguish, disability, disfigurement, and loss of the capacity for the enjoyment of life [¿]¿. This medwatch is for the left side. See MFR # 9617229-2017-00561 for right side.